Manufacturer narrative:
(B)(4). Date of initial report : 12/17/2014. Date of follow-up report : 03/25/2015. One used ls1037 was received for evaluation. Visual inspection found damaged insulation on the grey jaw wire.the damage to the jaw wire is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause this type of peeling damage. The investigation identified the root cause of the reported event to be an user error. The IFU states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. No trend has been identified for this failure mode.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a gall bladder surgery with liver pe, after about one hour of use, a cracking sound was heard and a part of the open/close mechanism was found to have fallen into the patient cavity. The piece was retrieved. There was no injury to the patient.